Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and placed at a2p2. After deployment, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the first clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. Based on the information reviewed and per the physician¿s opinion, the single leaflet device attachment (slda) appears to be related to patient morphology/pathology and due to the leaflet quality. There is no indication of a product issue with respect to manufacture, design or labeling.na